Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.

Event description:
On (B)(6) 2005, a monarc sling was implanted. It was reported that some months later, she developed heaviness and pain in the pelvic area, thought to be a uterine problem. In 2006, a hysterectomy was done. After, she developed severe pain behind the pubic bone and she was unable to walk without assistance. Urinary retention became worse and a catheter was inserted for 5 days. Oxycontin and percocet were used to treat the pain. "Tests," were done and on (B)(6) 2007, the sling was removed. "It had embedded in the tissue behind my pubic bone." It was removed in pieces through a large incision and she "hemorrhaged shortly after surgery." Post-operatively she had difficulty walking and was bedridden for 6 months. She is unable to stand for long periods of time, she is unable to exercise and she is unable to work. Also reported was "permanent nerve damage in the pelvic area," increased incontinence, depression, anxiety, mental and emotional "scars," and disability that is permanent. She is treated by pain management specialists and is on "nerve medication," at all times.